Event description:
Preparing to insert catheter using sterile technique. Inflated 10cc balloon before inserting into pt and balloon would not deflate. Note: balloon self-deflated with syringe in place after 30 minutes.